Event description:
It was reported that the customer's insulin pump alarmed, the end cap sticker was missing, and the drive support cap was sticking out. It was also reported that the customer was experiencing low blood glucose of 1.6mmol/l without any known cause. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. Missing end cap sticker, cracked case, broken belt clip slot and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.